Event description:
Pt reported after injection with one syringe of juvederm ultra plus xc in the tear troughs, they developed "really large criss-crossing wrinkles, and their eyes were swollen for three months after injection because the product moved into the eyelids, and they could hardly see". Additionally, the pt noted there are "big giant lumps, because product got under the muscle tissue and raised the tissue. The skin has hardened, there's discoloration, and an indentation on the skin". Pt also stated "the doctor hit a major blood vessel and blood went all over the skin, and there was huge bruising under the right eye". "About one month after injection" another healthcare professional treated the pt with hyaluronidase. Add'l treatment "with major laser surgery five months after injection" was provided by a second treating healthcare professional. Follow up with the physician responsible for the surgical approach, clarified as blepharoplasty with canthopexy, indicated that treatment was provided to hasten the resolution of symptoms only. "Lower eyelid subcutaneous fullness, lower eyelid elasticity, and lower eyelid rhytids/festoons" were noted prior to surgery. The physician noted that only the "lower eyelid subcutaneous fullness" was attributed to the "filler" and that is was corrected with the blepharoplasty. Also, the "laser resurfacing" performed was a separate treatment that was not considered related to the filler. Approx one year after the initial report noted above, the pt provided add'l info, indicating their symptoms have resulted in "permanent damage", and emphasizing that the injecting healthcare professional had used "expired product". Subsequent follow up with the physician most recently responsible for treatment of the pt, noted they have not assessed the pt since the blepharoplasty with canthopexy post-operative exam and cannot confirm or deny the pt's reports. Despite multiple follow up attempts, there has been no indo forthcoming from the physician who treated the pt with hyaluronidase.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "criss-crossing wrinkles", "swollen", displacement of product, impaired vision, "lumps", "skin has hardened", "discoloration", "indentation", "bleeding at injection site", "bruising", and "mild lower eyelid fullness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.